Event description:
Patient passed away the day after successfully treating cardiac tamponade with cardiac surgery in the ep lab a boston scientific whisper wire was used in process while working on placing the wire blood pressure batam to drop. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).